Event description:
It was reported that during an atrial lead revision procedure, the right ventricular lead exhibited insulation damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.